Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the patient had lost one tooth and had a bruised lip, therefore an accident is probable but has not been confirmed. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's mother reported the patient had lost one tooth and had a bruised lip; therefore it was probable that an accident took place, but could not be definitely confirmed. In-situ measurements were indicative of a device malfunction.